Event description:
Pt underwent a lavhbso, left anterior/posterior ivs, rectocele repair, cystocele repair. Dx at the time was cystocele/rectocele, pelvic pain, sui, uterine prolapse. Products used gynecare gynemesh -lot#tbe489-, tyco ivs-02 -lot #0302040-15-, tyco ivs-02 -lot #0302040-15-. Now seen by us in 2005 for "evaluation and possible treatment of persistent exposed mesh and associated symptoms status post a pelvic reconstructive procedure in 2004." In the summer of 2004 the pt was first told that she had erosion of mesh by dr. Twice he trimmed the exposed mesh in the office and gave the pt estrogen cream to try to improve re-epitheliazation. The pt also took about a 10-day course of antibiotics when the mesh initially eroded. The erosion would improve, but would recur as soon as the estrogen cream was discontinued. Then the pt began to notice some recurrence of bulging tissue from the vagina. The pt transferred her care to another. She resumed topical estrogen cream and the erosion did improve, but has again worsened. The pt is bothered by discharge which is sometimes bloodly. Activity caused pressure pain in the vagina and now the pt reports a "raw, constant pain" with itching and irritation. She has a trace of vaginal bleeding daily. She also feels that there is a "flap" where the rectocele was and that there is a bulge of tissue in the anterior part of the vagina. She feels that her cystocele has recurred because she can feel it when she inserts the estrogen cream applicator. It was recommended that she undergo a 2-stage approach to the problem. Initially I would recommend that she undergo excision of the graft material under anesthesia to remove as much of the graft in the lower anterior vaginal wall as possible while still avoiding bladder injury. Pt underwent excision of sling mesh, excision of mesh from anterior and posterior vaginal walls, repair of vaginal stenosis with a rotational adjacent tissue flap transfer, cystoscopy, and anoscopy.